Event description:
It was reported that the patient arrived at the clinic with erosion of the device pocket site and sepsis related to a device infection. It was also reported the patient's blood tested positive for the presence of staphylococcus. The patient was transferred to intensive care and given treatment, however the patient developed sudden asystolic arrest and passed away. A cause of death of septic shock was provided. The patient was a participant in the (B)(6) clinical study.